Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to joint instability. All components were well positioned. In order to convert the ps insert to a ts insert, the surgeon revised the well-fixed primary baseplate to a universal baseplate with the ts insert. Intra-operatively, the only thing noted by the surgeon was 'a little' wear to the insert.